Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, via the right femoral access site, the valve was attempted to be deployed with pacing of 130 bpm. The valve was recaptured twice, however the reason for recaptures were not reported. A second transcatheter valve was also implanted. The reason for the second valve was not reported. The final periprosthetic insufficiency was classified as moderate paravalvular leak (pvl). Second degree atrio-ventricular (av) block was also reported. No treatment for the avb was reported. Surgical hemostasis was required. No additional adverse patient effects were reported.